Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 6935 implantable tachy lead 2009 (B)(6); 4076 implantable pacing lead 2006 (B)(6). (B)(4).

Event description:
It was reported that the patient was experiencing phrenic nerve stimulation. The left ventricular (lv) lead was reprogrammed and re mains in use. The patient is a participant in the system longevity study. No further patient complications have been reported as a result of this event.